Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle is blocked. Verbatim: needle blocked. Notes: date sanofi received complaint: 10.02.2021. Date sanofi received the sample: 15.03.2021. Pir: 100102356."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/19/2021. H.6. Investigation: customer returned (1) open 5mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle is blocked. The returned pen needle was examined and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle is blocked. Verbatim: needle blocked. Notes: date sanofi received complaint: 10.02.2021. Date sanofi received the sample: 15.03.2021. Pir: 100102356."